Event description:
It was reported that the patient presented to the hospital. Upon review it was discovered that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal. Programming changes were performed. The patient was in stable condition.